Event description:
It was reported that pump shut down unexpectedly. The pump had to be plugged into a power source to turn back on. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. No additional information was reported at the time of report.